Event description:
This patient was undergoing coil embolization within the 4mm left internal carotid artery aneurysm. The proximal part of the first coil stretched while advancing into the microcatheter (mc). The stretched coil and delivery system was removed without difficulty. Reportedly, during advancing the coil not too much resistance was felt. The mc was not re-shaped prior to use. Continuous flush was maintained within the mc. Prior to the event the coil was out of the mc. The same mc and three orbit coils were used to complete the procedure. There was no adverse effect to the patient.